Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was displayed as "high." To address the high blood glucose, the customer used a backup pump and administered a correction bolus. The customer was assisted by technical support in resetting the pump but declined to proceed with it, expressing a lack of trust in the pump and requested a replacement instead.